Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found on the bd intima-ii¿ closed IV catheter system. There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that foreign matter was found on the bd intima-ii closed IV catheter system. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
As per request, ftir analysis was completed on the dark material embedded in the sample. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely calcium carbonate/polycarbonate. A device history review was conducted for lot number 7139389 our records show it was manufactured may 2017, and determined that this is the only instance of a foreign matter occurring in this lot. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections of packaged goods. Additionally, a sample and photograph were provided for the purpose of aiding our quality engineer's investigation. It was possible to observe black foreign matter on the inner wall. Corrective actions include cleaning exposed equipment during daily maintenance to avoid product contact.